Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse confirmed the probe was clogged with debris causing the failed reproducibility. The fse replaced the probe resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a failed on reproducibility for white blood cells (wbc), platelets (plt), and the mean platelet volume (mpv) parameters on a coulter ac·t diff 2 analyzer. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.